Event description:
Upon initial pt airway assessment resistance met while attempting to pass ballard sx catheter, in addition, audible leak heard, air inserted with syringe, leak continued, pilot balloon appeared full. Doctor called to bedside, pt extubated. Pilot balloon tested once pt was extubated and only half balloon inflated. Tube examined after removal wiring inside ett appeared to be obstruct ett. Nurse orally sxn piece of clear plastic. Pt vss t/o. Manager took ett to surgery dept to talk to operating room manager for further investigation. Dates of use: (B)(6) 2010. Event abated after use: yes.